Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer did not provide any symptoms or how they treated their high blood glucose level. Customer stated that they received a motor error alarm. The customer was assisted with troubleshooting and was able to successfully clear the alarm. However, customer was unable to complete insulin pump rewind. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted during testing. The motor passed the motor test.